Event description:
Our affiliate is reporting to us that the surgeon has informed them that he has had 6 historical knee repair procedures in which various milagro screws where used for fixation. In some of these cases, the patients developed cyst formations, and some with no integration of screw and tendon. The surgeon talks about revisions after 6 months; the screws appeared with the consistency of tooth paste; there was fluid oozing out of the joint space through the screw with significant inflammatory tissue response. No other details have been given: no procedure dates, not lot numbers, no patient pertinent history, no presentation details, no treatment details, no test data, etc. Nothing being returned, complaint device discarded at user facility. Also see associated mdrs 1221934-2013-00134, 1221934-2013-00135, 1221934-2013-00136, 1221934-2013-00137 and 1221934-2013-00138

Manufacturer narrative:
Sixty seven days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail, no additional information other than what was originally reported has been received. Our affiliate has made numerous attempts to gather further information, data and clarity from the user facility and the surgeon without success. The surgeon shut down and will not elaborate any further than he has. We cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report